Event description:
It was reported that the implantable cardiac monitor recorded an episode of asystole that turned out not to be true asystole. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).